Manufacturer narrative:
The physician's first name and patient's details were updated.

Event description:
New information received that the patient presented to hospital for follow up. The high threshold issue occurred on the right ventricle (rv) lead. The rv lead was replaced with a new lead.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the lead exhibited high threshold. The lead was explanted. The patient was stable throughout.

Manufacturer narrative:
Lead details at d4 and h4 were updated.